Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergo an essure confirmation test: type of test: hysterosalpingogram (hsg). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abdominal bleeding (vaginal)") and menorrhagia ("abdominal bleeding (menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal :yes. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received: new events abnormal bleeding ( vaginal, menorrhagia) were added. Events severity of pelvic pain and abdominal pain were added. Patient date of birth was added. Indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: plaintiff undergo an essure confirmation test: type of test: hysterosalpingogram (hsg). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1603 days after essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), vaginal haemorrhage ("abdominal bleeding (vaginal)") and heavy menstrual bleeding ("abdominal bleeding (menorrhagia)"). Essure was removed on (B)(6) 2018. An unknown time later she experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils, excision of left paratubal cyst). At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved. The outcomes for genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal :yes. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: appropriately positioned essure microinserts with no contrast seen entering the fallopian tubes indicating tubal occlusion; (date unknown): total bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: plaintiff undergo an essure confirmation test: type of test: hysterosalpingogram (hsg). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1603 days after essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), vaginal haemorrhage ("abdominal bleeding (vaginal)") and heavy menstrual bleeding ("abdominal bleeding (menorrhagia)"). Essure was removed on (B)(6) 2018. An unknown time later she experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils, excision of left paratubal cyst). At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved. The outcomes for genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal :yes. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: appropriately positioned essure microinserts with no contrast seen entering the fallopian tubes indicating tubal occlusion; (date unknown): total bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-may-2023: essure insertion date updated. Lab data and surgical details added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergo an essure confirmation test: type of test: hysterosalpingogram (hsg). On (B)(6)2010, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abdominal bleeding (vaginal)") and menorrhagia ("abdominal bleeding (menorrhagia)"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal :yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 27-jan-2020: laboratory data was added. On(B)(6)2010, she implanted essure (previously reported as (B)(6)2010). Updated onset date of events. Outcome of event menorrhagia, vaginal bleeding and pain was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure®). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.